Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, the device was assembled with no problem, it was then handed to the surgeon and inserted to the trocar. The jaws opening and closing was checked, no issue found, however when the device was clamped into the tissue and the surgeon tried to fire the device, the surgeon able to press the green button but unable to squeeze the handle and the device did not fire. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.